Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024 - (B)(6) 2025. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The iol was explanted and replaced with an lal+ lens because the patient complained at every additional post-operative visit about the quality of vision, lack of range of focus, halos, and glare when driving at night. Reportedly the device did not work as intended and the patient was unable to perform one or more daily activities post-surgery. The explant was successful. The suspect iol is not available for return as it was discarded. No further information is available.